Event description:
It was reported that sample (B)(6) from 'croix rouge de belgique' was tested using a molecular genotyping method, yielding a positive result (joa+wk). This contrasts with the molecular typing conducted on (B)(6) 2024 during the validation of ID core xt, which produced a negative result (joa-) when analyzed with ID core xt analysis software v3.0.2.